Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced the c4/c8 rgt pr rohs (01g47-04) which resolved the issue. A review of service history for the architect c4000 serial number (B)(6) revealed no additional erratic or discrepant patient results reported for (B)(6), nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the c4/c8 rgt pr rohs (01g47-04) did not identify any trends. Review of tracking and trending for the architect did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the c4/c8 rgt pr rohs (01g47-04) or the rchitect c4000 serial number (B)(6) was identified.

Manufacturer narrative:
Multiple patients involved in this event. Specific patient identifiers and patient demographic information was not provided, however results are summarized. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified discrepant magnesium (also referred to as mag) and creatinine results for two patients while using the architect c4000 processing module. The following was provided: patient : (magnesium) initial result <0.25 mmol / l , repeated 0.27, 0.47, and 0.87 mmol / l (normal range 0.66 - 1.07). Patient : (creatinine) initial result 450 umol/l, repeated on another instrument 150 umol / l (normal range 64 - 104). No impact to patient management was reported.